Manufacturer narrative:
Further investigation: during the trend review of all infection complaints for gel breast implants for the period of jan 2019 through dec 2020, was noted an outlier in (B)(6) 2019. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time." A review of the device history record has been completed. No deviations or non-conformities noted. The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Patient reported, left-side was "firm," "hard like a rock" "lump," "pain," and breast infection." The device has been explanted. Patient also reported, "breast cancer that spread to their lymph nodes and all over their body" and "liver cancer" which has been assessed as not device related.